Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the micrusphere 10 cerecyte microcoil 5 mm x 9.7 cm (csp10050030 / f60371) had resistance/friction and then premature peeling and the coil was damaged. Coil was tested successfully prior to introduction to rhv. Coil introducer sheath placed into rhv; unlocked & advancement of coil attempted. Unable to advance coil into rhv; coil protruded out of the side of the introducer sheath. Coil was never advanced into patient. There is no report of injury for the patient. Only the proximal section of the coil was returned damaged. The evidence suggests that distal inference most likely contributed to the coil¿s resistance and the resultant herniation out of the sheath. A contributing factor to the interference was most likely in the form of contrast that was found packed under the distal section of the device positioning unit (dpu) and inside the coil. The circumstances of how this occurred cannot be determined. In addition; without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. For optimum product performance; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ the complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed event.

Event description:
The complaint received states that during use the micrusphere 10 cerecyte microcoil 5 mm x 9.7 cm (csp10050030 / f60371) had resistance/friction and then premature peeling and the coil was damaged. Coil was tested successfully prior to introduction to rhv. Coil introducer sheath placed into rhv; unlocked & advancement of coil attempted. Unable to advance coil into rhv; coil protruded out of the side of the introducer sheath. Coil was never advanced into patient. There is no report of injury for the patient.